Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information. The DHR was evaluated for this complaint investigation. No product quality nonconformances occurred during manufacturing. The product evaluation visual inspection revealed approximately 5.5mm of the distal tip has sheared off the t25 driver. The failure pattern shows a distinct counter-clockwise helical shear path consistent with the application of excessive loosening torques. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening and loosening a matrix locking cap using a 10.0 nm torque-limiting handle. The product development evaluation revealed this complaint as invalid. Due to the broken condition of the subject product, no functional measurements could be obtained. Therefore, the finding for this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the t-handle broke during a plf procedure at levels l4-l5. All of the pieces were retrieved. The surgeon used another t-handle to complete the procedure. There was no harm to the patient.